Event description:
It was reported that the screen on the external pulse generator was damaged. The genarator was returned for service. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Lcd (liquid crystal display) window is broken. Upper and lower case halves and both bail covers are broken. One case screw is missing. One printed circuit board flex is creased. Battery contacts are compressed. The ring is bent. Battery drawer latch is damaged.